Event description:
It was reported that a patient underwent a surgical procedure on an unknown date and suture was used. The patient experienced a wound dehiscence of their incision. Additional information was requested.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.